Manufacturer narrative:
Continuation of d10: product ID 8596sc; serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type- catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the swelling was due to fluid in the pocket. The location of the leak was not obvious, so they were unable to determine the cause of the leak.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 16-sep-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that there was swelling at pump pocket and the physician assumed the catheter was leaking and needed to do catheter revision or replacement. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the physician opened pump pocket and saw a large amount of free fluid. Assessed the catheter and was not able to find obvious leak that was spot on the catheter that looked worn. The physician cut the catheter and tied off small spinal segment that was retained then inserted new catheter and connected to existing pump issue seems to be resolved at this time. Outcome: the issue was resolved. The patient medical history was not available due to legal/confidential reason. The patient status was alive and no injury.